Manufacturer narrative:
Unit passed displacement test and active current test. Unit failed sleep current test. Pump error 25 due to j6 connector resistance issue. Unexpected battery power loss not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replaced battery alarm. Customer blood glucose level was 140 mg/dl. Customer also stated that the insulin pump had alarm occurred in less than 10 hours from low battery and battery cap was ok. The device will be returned for analysis.